Event description:
A report was received that the patient is having difficulty charging his device. The physician determined that the ipg has migrated out of the pocket and is now over the patient's spine. The patient had a pocket revision and is reportedly doing well.

Manufacturer narrative:
This is the final report.